Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported no delivery alarm during a basal/bolus attempt. Customer's blood glucose level was 76 mg/dl. Customer believes it is the reservoirs fault and does not wish to trouble for further problems. Customer was advised that 5 replacement reservoirs will be sent out.